Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch fhd monitor, the screen froze in the middle of the procedure. No delay in the procedure, use of a backup device, or harm to the patient was reported. Following the reported incident, the facility's biomedical engineering department reported being unable to duplicate the reported issue and stated that they will continue to monitor the device moving forward.

Manufacturer narrative:
The customer's glidescope core 15-inch fhd monitor is not expected to be returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported glidescope core15-inch fhd monitor serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope core fhd monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.